Event description:
It was reported that during a da vinci-assisted nephrectomy surgical procedure, the fenestrated bipolar forceps instrument was not moving up and down. The procedure was completed with no reported injury.

Manufacturer narrative:
Based on the claim against the product by the customer noting not moving up and down, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis (fa). The fenestrated bipolar forceps instrument was analyzed and found the primary failure of functional test failed to be related to the customer reported complaint. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument exhibited unintuitive motion. The instrument started and stopped on command but did not move in the correct direction. The instrument grips would move to one side without any issues, but when attempting to move to the other side it would initially follow my command but then twist into the wrong direction. The instrument would move down on my command without any issues, but when attempting to move upward would twist to the side and not upward. The instrument failed to move intuitively on several attempts. The grips opened and closed properly. The instrument was not fully functional and did not follow the master tool manipulator (mtm) commands smoothly. The root cause is attributed to a loose pitch cable. Additional observation(s) related to customer reported complaint was also identified: the fenestrated bipolar forceps instrument was found to have a loose pitch cable at the proximal end. Visual inspection displayed no signs of physical damage internally or externally. There were no loose screws inside of the housing. Common causes of the failure mode loose instrument pitch cables are attributed to a component failure. Loose cables are attributed to a loss of cable tension. A loose cable at the proximal end can then result in the cable becoming loose at the distal end, which may lead to non-intuitive motion. This complaint is reportable malfunction event due to the following conclusion: failure analysis confirmed that the fenestrated bipolar forceps instrument was found to have unintuitive motion. Unintuitive motion could lead to subsequent tissue damage. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform advance failure analysis. Initial findings were partially confirmed. The fenestrated bipolar forceps instrument was placed on an in-house system and driven. Although the instrument was initially observed to exhibit unintuitive motion, after additional investigation/testing it was observed that the instrument exhibited imprecise motion. The instrument would start and stop with the master motion and followed the direction of the master tool manipulator (mtm) command in most directions. In one of the pitch directions, the instrument tip felt as if there was resistance when following the direction of the mtm command and hesitated instead until the mtm command was slightly moved in a way that allowed it to reach its intended direction. This was likely a result of the observed loose pitch cable.

Event description:
Refer to h10/h11 for follow-up information.